Manufacturer narrative:
Other applicable components are: product ID: 389033, lot# j0436895v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 389033, serial/lot #: j0436895v, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the hcp thought the patient¿s lead may be infected. The hcp might have wanted to explant the system due to the possible infection. It was unknown if any environmental or external factors may have led or contributed to the issue. The manufacturer representative stated that it was unknown if explanting would be the best course of action. It was noted that the issue had not been resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 389033, lot# j0436895v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the entire stimulation system was explanted due to the infection at the lead/extension connection site and to protect the patient from further possible migration of the confirmed infection. The infection was being treated at that time as the system was just removed on (B)(6) 2018. This information was confirmed with the physician/account.